Event description:
The facility representative reported a flogard infusion pump with common failure code 94. The event was reported to have occurred upon power up in the plastic surgery department. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of common failure code 94 was confirmed and reproduced during service evaluation. The assignable cause was identified as inaccurate configuration option settings and a swelling main battery. The main battery was replaced and the device configuration option settings were reset to default values to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.